Event description:
It was reported that after a cardioversion, the atrial lead impedance was high. Upon reinterrogation, the lead trends showed variable lead impedances. It was further reported that the atrial lead had undefined impedance and the right ventricular lead had a visible crack in the insulation near the anchoring sleeve. Both leads were capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.